Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for an angiogram on (B)(6) 2014 showing the presence of a complete bilateral limb occlusion, extending into the aortic body stent graft. A re-intervention was completed on the same day to perform a thrombectomy of both the right and left iliac limbs, followed by the relining of the aortic body and iliac limb stent grafts with another aortic stent graft. The flow to the aortic body and both iliac limbs was restored following the re-intervention and there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.